Manufacturer narrative:
Suspect product: lot number 963/3. (B)(4). The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that patient was injected with 2ml juvederm® volux¿ in mandibular ridge. Three days later, patient developed pain, inflammation, erythema, and local heat that was thought to be an infection with possible purulent fluid. One day later, patient was treated with bactrim and mupirocin cream; 2ml intramuscular dexamethasone was injected as well. One day later, patient reported feeling better. One day later, patient developed more inflammation and pain that became an abscess. The abscess was drained and a sample was sent for culture; results pending. Patient was prescribed clavulanic amoxi 2g every 12 hours, omeprazole 20mg every 12 hours. One day later, patient was referred for a soft tissue ultrasound.

Event description:
Healthcare professional (hcp) reported that patient was injected with 2ml juvederm® volux¿ in mandibular ridge. Three days later, patient developed pain, inflammation, erythema, and local heat that was thought to be an infection with possible purulent fluid. One day later, patient was treated with bactrim and mupirocin cream; 2ml intramuscular dexamethasone was injected as well. One day later, patient reported feeling better. One day later, patient developed more inflammation and pain that became an abscess. The abscess was drained and a sample was sent for culture; results pending. Patient was prescribed clavulanic amoxi 2g every 12 hours, omeprazole 20mg every 12 hours. One day later, patient was referred for a soft tissue ultrasound.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.